Event description:
It was reported that, "latch on handle broken will not hold broach. No adverse events to patient."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.